Event description:
During an aneurysm stenting in the right middle cerebral artery, the proximal tip of the microcatheter ruptured. Stent deployment occurred in another artery. No patient complications were reported.

Manufacturer narrative:
The subject device has not been returned to the manufacturer for investigation.